Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to fluid loss. The reservoir was found to be empty. The patient was implanted with a new ipp device.